Manufacturer narrative:
The complaint that the accuracy of the calibration between the navigation system and the c-arm was off was confirmed. Based on the investigation results of the service technician, it was evident that the c-arm was decalibrated. The reason for the decalibration is unknown. It is possible that the c-arm was exposed to external forces. A decalibration of the c-arm can cause or contribute to inaccuracy.

Event description:
It was reported that the accuracy of the navigation system ii - cart and the c-arm was off during a spine procedure. Spinemap 3d software was used. A re-spin of the c-arm was completed two times and the surgeon found it was accurate enough to complete the procedure using navigation. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the accuracy of the navigation system ii - cart and the c-arm was off during a spine procedure. Spinemap 3d software was used. A re-spin of the c-arm was completed two times and the surgeon found it was accurate enough to complete the procedure using navigation. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.